Event description:
It has been reported to philips that there was an image disk issue, which would prevent imaging. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the system was unable to power on. The rse connected with customer and suggested for replacement. But the quote was rejected by the customer and there was no service provided from the philips. However, the issue reoccurred and fse replaced ippc and hard disc. After which, the system was returned to good working condition. The codes were updated based on the investigation outcome. Evaluation method code was corrected.